Manufacturer narrative:
Device evaluation, additional information the pipeline flex with shield was returned for evaluation with the microcatheter. As returned, the pipeline flex delivery system was within its introducer sheath and was pushed out of its introducer sheath with no issues. The tip coil with dps sleeves were observed to be separated from the pipeline flex delivery system. The pipeline braid was observed to be fully open with severe fraying on the distal end and moderate fraying on the proximal end. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Pushwire bending was observed at a section near the proximal end. Based on the customer¿s photos, the report of pipeline flex with shield failure to open in the middle and distal sections was confirmed. The cause for the reported experience could not be determined as the returned pipeline flex with shield braid was observed to be fully open. It is possible that the patient¿s moderate vessel tortuosity, damaged braid, and braid sizing may have contributed to the reported issues. In addition, the pipeline flex was observed to be damaged (pushwire bending / distal hypotube stretching). However, the cause for the damages could not be determined. In addition, the tip coil with dps sleeves were observed to be separated from the pipeline flex delivery system. The customer did not report pushwire separation during the procedure. It is possible that the tip coil with dps sleeves separated from the pipeline flex delivery system when the device was removed from the patient. Per our instructions for use (IFU): ¿select an appropriately sized pipeline flex embolization device with shield technology such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline flex embolization device with shield technology may result in inadequate device placement, incomplete opening, or migration. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline device is expected to be returned to the manufacturing site for evaluation. A follow-up MDR will be submitted when device investigation is complete. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-450-20. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex with shield did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the right internal carotid artery (ica). The aneurysm measured 10x13mm. The neck diameter was 1.28mm. The landing zone artery size was 3.44mm distal and 4.15mm proximal. Vessel tortuosity was moderate. The devices were prepared as indicated in the IFU. It was reported that during the procedure, the pipeline flex with shield was deployed and did not open in the middle and distal sections. Less than 50% of the device had been deployed when the issue was observed. The device had not been positioned in a vessel bend. The device was resheathed two times or less; no other attempts were made to open the device. The pipeline flex with shield was then removed from the patient with the microcatheter. The procedure was completed using a new pipeline flex with shield device. There were no reports of patient injury in connection with this event.